Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from thailand that an 80-y-o patient with this valve model 7300tfx25 implanted in mitral position underwent a valve-in-valve after an implant duration of 2 years and 11 months due to a thrombosis leading to severe stenosis (mitral valve area 0.99cm2, peak and mean pressure gradient values of 32 and 18mmhg, respectively; vmax of 2.84 m/s). The patient had been admitted one month prior to the intervention with biventricular heart failure, and echocardiographic evaluation suggested obstruction of the mitral prosthetic valve secondary to thrombosis. Anticoagulant therapy was initiated for a duration of 4-6 months; however, the patient was re-admitted four days prior to the intervention with recurrent symptoms, complicated by cardiogenic shock. A 26 mm transcatheter valve was successfully implanted within the existing edwards surgical valve. The patient was reported to be in stable condition following the procedure.